Event description:
It was reported that the patient that is enrolled in the a4080 essential tremor registry clinical trial, experienced a non serious adverse event of wound infection at the lead surgical scar site on the head that was moderate in severity. The patient was prescribed antibiotics, which caused diarrhea and the event resolved ten days later. It was noted that the relationship of the event was reported as having a causal relationship to the procedure which occurred three months prior, and not related to the device. The devices remain implanted and will therefore not be returned for analysis. Additional information was received that the patient also experienced pain and sensitivity to the touch in the area of the right frontal scar, and there was secretion expressed from the area. The patient was placed on a course of antibiotics for ten days.

Manufacturer narrative:
E1: phone number - (B)(6). Additional suspect medical device component involved in the event: brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
E1: phone number - (B)(6). Additional suspect medical device component involved in the event: brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7093420.

Event description:
It was reported that the patient that is enrolled in the a4080 essential tremor registry clinical trial, experienced a non serious adverse event of wound infection at the lead surgical scar site on the head that was moderate in severity. The patient was prescribed antibiotics, which caused diarrhea and the event resolved ten days later. It was noted that the relationship of the event was reported as having a causal relationship to the procedure which occurred three months prior, and not related to the device. The devices remain implanted and will therefore not be returned for analysis.